Event description:
It was reported that stent damage occurred. The target lesion was located in a right coronary artery. A 4.00 x 38 synergy drug-eluting stent was selected for use. However, during the preparation, it was noted that the stent was mangled. The device was never entered the patient's body.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled distally over the distal balloon cone. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that sten damage occurred. The target lesion was located in a right coronary artery. A 4.00 x 38 synergy drug-eluting stent was selected for use. However, during the preparation, it was noted that the stent was mangled. The device was never entered the patient's body.